Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed a reading of 127 mg/dl; however, the patient reported feeling ¿low,¿ experienced shakiness, and subsequently had a seizure. The seizure resulted in minor injuries described as ¿bumps and bruises.¿ once able, the patient performed a bg meter check, which indicated low mg/dl. The patient then calibrated the cgm device and self-treated with three kitkat bars and orange juice. After approximately one hour, the bg meter reading increased to 132 mg/dl, while the cgm displayed 107 mg/dl. There is no documentation indicating that the patient sought assistance from a higher level of care. At the time of reporting, the patient stated they were ¿fine.¿ data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d, b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.